Event description:
A report was received that the patient had been burned while charging. The patient felt the charger become too hot, causing the skin around the ipg site to blister and seep blood. The patient believes he was burned due to the charger sliding off the ipg while he was moving around. The patient applied over the counter neosporin to the affected area.